Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device had foreign material in the connector and on the set screw. The returned device had a damaged connector and grommet and indicated a grommet issue. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during initial implant the set screw was inadvertently removed from the right ventricular (rv) port on the cardiac resynchronization therapy defibrillator (crt-d). During reinsertion of the set screw, grommet damage was noticed. A new device was used and remains in use. No patient complications have been reported as a result of this event.